Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported continued issues with their g7 sensor. Troubleshooting was attempted, but the sensor could not be paired. The user and agent agreed to apply a new g7 sensor. Blood glucose was not affected.